Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report confirmed. Evaluation determined the tool was used and broken. The tool had circumferential markings at two locations that correspond to where the tool is in contact with bearings. The fracture site had impact artifacts at two locations. There was galling on one flute at the fracture site. It was determined the likely cause of the fracture was contact with a metallic object at the fracture site causing a surface defect (galling). This defect precipitated a crack across the tool. The four tools returned sterile in original packaging were not examined as they were not related to this event. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends.

Event description:
A broken tool from lot number 0212149062 along with four (4) unopened tools from lot number 0211973893 were received. The initial report indicated a tool from lot number 0211973893 was broken. It was determined the correct lot number was 0212149062. This supplement includes the correction to the lot number.

Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the tool was not returned. If the tool is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends.

Event description:
It was reported that the craniotomy blade (tool) was broken during a craniotomy procedure. It was reported there were no patient symptoms or complications associated with the event. On follow up it was confirmed that the tool broke during use. The facility refused to provide patient information, however, the surgeon¿s information was provided. It was reported the surgeon changed to a new tool to complete the procedure. There was no other delay in the procedure. There were no additional, non-routine actions taken because of the broken tool. No concomitant device information was available. It was confirmed this was the first use of the tool.